Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having poor coupling. It was reported that they couldn't get the unit to charge, meaning that they couldn't get coupling bars. It was indicated that it was working before, however it recently became a problem. They stated that they could only get 0 to 2 coupling bars. It was reported that the patient tried repositioning the antenna/turning the antenna dial. It was confirmed that the antenna was directly on the patient¿s skin. It was recommended dropping the antenna about two inches below the incision scar, however, it was indicated that that was what they had already been doing. Repositioning the antenna over the ins and use of the antenna locate feature did not resolve the issue. It was then recommended that the patient try a sitting and leaning forward slightly and palpating the area to determine the ins site. It was indicated that they though the ins was below and to the right. It was recommended positioning the antenna over this spot and attempting to start a charge. It was reported that they got zero coupling bars. It was confirmed that they were not near an emi source and that there had been no changes to the ins site. A request for an insr antenna replacement was send to repair for the patient to try. It was reviewed that if that did not resolve the problem the patient should follow-up with their healthcare provider (hcp) for additional troubleshooting. It was reported that the patient¿s battery was currently about half way full and they wondered if it would be a problem for the ins battery to discharge. It was reviewed that if the battery discharges, the therapy will turn off and if left uncharged for an extended amount of time the battery could go into overdischarge. There were no symptoms reported and it was reported that the event occurred in (B)(6) 2017, and specified that it was the last couple of days, but also indicated that it started last night. On (B)(6) 2017, additional information was received from a manufacturing representative reporting they met with the patient today. It was reported that the patient has been having issues with charging. It was reported that the antenna locate feature was used by the patient and they were getting ranges in the 50¿s and the patient was not getting any coupling bars. The rep was going to meet the patient today to confirm what they were seeing. No symptoms were reported at this time. The event occurred on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative reporting that they met with the patient in the office and it was determined by the certified nurse practitioner (cnp) that a pocket revision was required to address the poor coupling and recharge issues. It was reported that the patient was working with their physician to accomplish this. It was reported that the cause of the poor coupling and recharge issues were because a pocket revision was needed. A pocket revision was scheduled. The patient¿s weight at the time of the event was unknown and this information has been confirmed with the patient¿s physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient had a revision surgery on an unknown date to revise the ins due to recharging issues. The patient had lots of excess skin which was making it difficult for charging the ins. Since revision, charging improved.